Event description:
The device had a hardware reset. The patient required hospitalization and the patient had to be externally rescued when the ICD failed to treat vt. The device reset successful but st. Jude medical technical services advised that the ICD should be explanted due to the external shock and reset.